Event description:
Customer report on a bravo capsule which failed to detach. While depressing plunger and then turning, the handle popped out and became disassembled where the spring came out. Patient was not harmed and another capsule was placed successfully.

Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.